Event description:
It was reported during the implant procedure that there was an error message when interrogating the device wireless received: interrogation unsuccessful and noisy telemetry with device. (B) (6) 2010 (B) (6): the device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) ic - out of spec, electrical and wireless telemetry not available.